Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A complete quality notification review was not performed because the device was manufactured prior to july 1, 2004 ¿ the implementation date of the erp system. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: during pm, biomed is getting a flow block error when doing patient side occlusion. Sn (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: after some questions, found that the IV set used for patient side occlusion was not installed properly. Biomed still had the blue protective cover on. After removing the cover, the 8100 ran the test as normal. Biomed ended call. There was no patient involvement. (B)(4).